Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08680 inches. No unexpected insulin flow blocked alarm or no defects noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 400 mg/dl and the other blood glucose level was 350 mg/dl, 273 mg/dl, 347 mg/dl and 280 mg/dl. Customer stated that auto mode feature was on. The insulin pump will not be returned for analysis.